Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the black box and alarm history revealed call service 078 alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warning occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the audio bolus button cover was torn but the button remained operable; there was moisture corrosion observed on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.